Manufacturer narrative:
A check of the sterilization charts of the whole components involved has been made: physica kr femur comp. Right code 6511.09.170 lot# 16as0qg, no anomaly detected; physica fixed tibial plate code 6522.15.070 lot# 1714747, no anomaly detected; physica kr tib. Liner right code 6531.50.714 lot# 14l0603, no anomaly detected; physica patella prosth. D.35 mm code 6595.50.035 lot# 17at1kv, no anomaly detected. All the components has been correctly sterilized before being placed on the market. No other complaint received on these lot#. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Knee revision surgery performed on (B)(6) 2018 due to infection. Previous surgery performed on (B)(6) 2018. No other informations available at the moment. Event happened in USA.